Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to test for e70 alarm due to prime fill anomaly. No motor error alarm noted and motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was around 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.